Event description:
It was reported that the patient recieved inappropriate therapy, lead impedance was out of range, there was sensing difficulty, no capture, and increased thresholds. The lead was explanted. No further patient complications have been reported as a result of this event.